Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured prior to the correction for action res#(B)(4) was implemented.

Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) and charger cable melted. No injuries were reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The case description states that the user's charger cable and controller had melted. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the log files show that the battery temperature remained within operating temperature for the duration of use. No other abnormalities or indications of thermal damage were noted within the log files. The temperature within the charging port could not be determined from the log files. Without the returned controller, it could not be determined if the thermal damage occurred and the exact cause of the reported event.